Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the patient's onetouch ultralink meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on the morning of (B)(6) 2015 (time not provided). The patient manages his diabetes with an insulin pump. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter denied that the patient developed any symptoms. The reporter stated that the patient visited his doctors office on (B)(6) 2015 between 2:30-6:00pm and received hcp treatment of "15 cc's" of insulin every 2 hours. The reporter stated that the patient's blood glucose was tested using a doctor/clinic device on (B)(6) 2015 between 2:30-6:00pm and the result was "516 mg/dl" and also a urine glucose test and the result was "500 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of product misuse, the meter did not turn on when the power button was pressed, based on information provided, the battery did not need replaced, the issue could not be resolved with training, the meter did not turn on when a test strip was inserted and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the reporter stated that the patient received hcp treatment for a severe high blood glucose excursion ("516 mg/dl") after the alleged inaccuracy began. This treatment does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.